Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, physician stated balloon would not deflate and had to be cut in order to remove from scope. It was reported that the procedure was successfully completed. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf code a140101 captures the reportable event of balloon failure to deflate.